Event description:
Allergan rep reported the explant of lap-band system at pt's request because "pt hasn't done well" and "wanted it removed." Health professional reported the pt had "difficulty getting food down." Fluoroscopy diagnosed "hiatal hernia, band slippage, and a dilated pouch." The lap-band system was explanted without replacement.

Manufacturer narrative:
(B)(4). The reporter of the complaint indicated that the device will not be returned. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Band slippage, pouch dilation and hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and pouch dilation as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: hernias, including hiatal hernias." "A large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia."